Manufacturer narrative:
The director of nursing stated: when the transfer was taking place, the legs on the lift were open, and the manual shifter handle lever was closed. Allegedly a spring and a piece of metal came out of the base, causing the legs to close. He stated that the unit was inspected on february 19, 2020, by the maintenance person at the facility, and it was deemed ok. The lift was returned to invacare and is pending an expanded evaluation. Should additional information become available, a supplemental record will be filed.

Event description:
The facility reported they were in the process of transferring the user, with a rpl450-1 lift. The lift tipped over, allegedly causing the patient to fall, resulting in a laceration on his left eyebrow. The user received 7 stitches.

Event description:
The facility reported they were in the process of transferring the user, with a rpl450-1 lift. The lift tipped over, allegedly causing the patient to fall, resulting in a laceration on his left eyebrow. The user received 7 stitches.

Manufacturer narrative:
The 7 year old rpl-450 lift was returned and received an expanded evaluation that was completed on (B)(6) 2020. During visual observation, it was observed that the legs on the base were loose. The shroud on the base was removed, and it was observed that the bolt and spring were oxidized and came off. This lead to the shifter and linkage rods to come loose. The mast and boom were able to be attached to the base. The lift could not be functionally tested due to the bolt and spring coming off the base allowing the legs to be loose causing instability. Utilizing existing complaint information, actual observations, and functional testing, the complaint was confirmed, for the bolt and spring coming off the shifter. This allowed the shifter to come out of its bracket, and the linkage rods to become loose. Which allowed the legs to become loose leading to instability in the lift, which could have led to the fall. The user manual part number 1078987 page 37 states: 10.1 maintenance safety inspection checklist shifter handle inspect initially and monthly to assure it operates smoothly locks adjustable base whenever engaged